Event description:
This is filed for tissue injury. It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr). There was bi-leaflet prolapse and beneath the posterior leaflet the ventricular wall jutted out, making it hard to get underneath the posterior mitral leaflet (pml) when grasping. After a few grasp attempts, right where the jet was, it became clear the mr could not be reduced much on the valve. There appeared to be a leak posterior to the clip, either a perforation or pseudo-cleft. In the physician's opinion, the perforation or pseudo-cleft was not necessarily caused by the mitraclip, and it was difficult to determine if they were pre-existing since the echocardiogram was also sub-optimal. The clip was deployed and mr reduction was grade 3+. The patient is stable, and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult or delayed positioning (leaflet grasping) was due to challenging patient anatomy. The cause of the reported tissue injury and image resolution poor were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.